Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trumatch cutting block broke into 2 pieces during the knee replacement procedure. This is a patient specific cutting block.

Manufacturer narrative:
Examination of the submitted tibial block confirmed the reported breakage. Review of the device history records did not reveal any anomalies. A design file review was conducted and confirmed the proposal and block were designed with in trumatch specifications. The investigation determined the depuy recommended cutting blades were used during the surgery. The investigation could not draw any conclusions about the root cause of the device breakage. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.